Manufacturer narrative:
Unit received with blank display. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, unit power up with no display. Problem isolated to electronic assemblies. Unable to perform displacement test, self test, and current measurements due to display anomaly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump screen was not working. The customer stated the contacts on the battery cap were neither corroded nor damaged. The display was blank for less than 30 seconds and then returned. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.